Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient reported his cgm displayed 380 mg/dl; however, when the hospital performed a blood glucose, the values was over 600 mg/dl. The patient was admitted to the intensive care unit (ICU). At the time of the report, the patient was hospitalized. Multiple attempts were made to follow up with the reporter and were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid.